Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging a settings issue with her onetouch ultramini meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at 1:45pm. The patient manages her diabetes without diabetes medications. The patient was unable/unwilling to state if she made any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptom of "shaky" less than 5 minutes after the alleged product issue began; however, she denied having received any treatment. At the time of troubleshooting, the csr noted that the issue was resolved with education and training during troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claimed to have developed the symptom of "shaky" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.